Event description:
The device was used during a sub-total gastrectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another device without pt injury.

Manufacturer narrative:
8/15/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.